Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when attempting to transmit data. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio further evaluated the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off when attempting to transmit data. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.